Event description:
It was reported that the "35 fr double lumen tube is coming apart y connector issue is coming off the tube. The adapter is breaking off during the surgery". No patient injury, consequence, or desaturation reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Corrected data: section h.10. - additional manufacturer narrative. The investigation was amended as follows: the customer returned one bronchial swivel connector from unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The returned connector was visually examined with and without magnification. Visual examination revealed that the bronchial swivel connector was broken on the 15mm connector side. The swivel valve is a component purchased from a supplier. A non-conformance was opened to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "35 fr double lumen tube is coming apart y connector issue is coming off the tube. The adapter is breaking off during the surgery". No patient injury, consequence, or desaturation reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Additional information was provided regarding the investigation: a non-conformance was previously opened to further investigate this issue. Corrective actions were implemented under the non-conformance on 08jan2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.

Event description:
It was reported that the "35 fr double lumen tube is coming apart y connector issue is coming off the tube. The adapter is breaking off during the surgery". No patient injury, consequence, or desaturation reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4), the customer returned one bronchial swivel connector from unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The returned connector was visually examined with and without magnification. Visual examination revealed that the bronchial swivel connector was broken. The swivel valve is a component purchased from a supplier. A non-conformance and scar were opened to further investigate this issue. Corrective actions were implemented under a scar in july 2019 to prevent this issue from recurring. The lot number is unknown for the returned sample, so it could not be determined if the sample was manufactured before or after the corrective actions were implemented.

Event description:
It was reported that the "35 fr double lumen tube is coming apart y connector issue is coming off the tube. The adapter is breaking off during the surgery". No patient injury, consequence, or desaturation reported. Patient condition reported as "fine".